Manufacturer narrative:
In 2016, on-x technologies incorporated (on-x) became a wholly owned subsidiary of cryolife, inc. (Cryolife). A retrospective review of the on-x complaint system was performed to identify any areas requiring additional action and to appropriately assimilate the on-x process into the cryolife quality management system. In an abundance of caution this MDR is being reported to satisfy regulatory reporting obligations. Endocarditis is a known potential complications listed in the instructions for use (IFU). Furthermore, this complication is not unique to the on-x device and is associated with all mechanical heart valves. All observed risks are mitigated in the labeling and IFU. No further action required.

Event description:
Implant recovery cards received indicate that patient implanted with onxace-27/29 on 01/07/2013 and required intervention/explant on (B)(6) 2015 with replacement via onxane-25. Medical records indicate the following: preoperative diagnosis: endocarditis of an ascending aortic graft along with ao11ic valve endocarditis with staphylococcus species. Postoperative diagnosis: pumlent mediastinitis with frank purnlence around the ascending aortic graft, endocarditis of the ascending aortic graft, endocarditis of prosthetic valve. Procedure : redo sternotomy, excision of ascending aortic graft replacement with a cryopreserved ascending aortic graft, redo aortic valve replacement with a 25 nun onyx valve, serial #(B)(4), intraoperative tee, 22 modifier for extremely difficult case due to severe adhesions, rupture of the inferior curve of the arch, and immobility of the base of the heart. Total operative time = approximately 10 hours.

Manufacturer narrative:
In 2016, on-x technologies incorporated (on-x) became a wholly owned subsidiary of cryolife, inc. (Cryolife). A retrospective review of the on-x complaint system was performed to identify any areas requiring additional action and to appropriately assimilate the on-x process into the cryolife quality management system. In an abundance of caution this MDR is being reported to satisfy regulatory reporting obligations. Endocarditis is a known potential complications listed in the instructions for use (IFU). Furthermore, this complication is not unique to the on-x device and is associated with all mechanical heart valves. All observed risks are mitigated in the labeling and IFU. No further action required.

Event description:
Implant recovery cards received indicate that patient implanted with onxace-27/29 on (B)(6) 2013 and required intervention/explant on (B)(6) 2015 with replacement via onxane-25. Medical records indicate the following: preoperative diagnosis: endocarditis of an ascending aortic graft along with ao11ic valve endocarditis with staphylococcus species. Postoperative diagnosis: pumlent mediastinitis with frank purnlence around the ascending aortic graft, endocarditis of the ascending aortic graft, endocarditis of prosthetic valve. Procedure: redo sternotomy, excision of ascending aortic graft replacement with a cryopreserved ascending aortic graft, redo aortic valve replacement with a 25 nun onyx valve, serial #(B)(4), intraoperative tee, 22 modifier for extremely difficult case due to severe adhesions, rupture of the inferior curve of the arch, and immobility of the base of the heart. Total operative time = approximately 10 hours.